Event description:
During a removal of a 4.5mm cannulated screw in the distal femur, dr. (B)(6) could not get the screw out with the driver. The trephine for the 4.5mm screw was used and still was unsuccessful. We then tried the trephine for the 5.5mm screw and were also unsuccessful. The screw head then stripped and popped off. The trephine for the 6.5mm screw was finally used and we were able to finally get the screw out. Dr. (B)(6) had this happen to him again this past friday (B)(6) 2025 with removing 4.5mm screws.